Manufacturer narrative:
Physio-control has concluded that the ECG artifact which may periodically by displayed during external pacing is indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified pt variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the ECG of certain pt's while administering external pacing is indicated.

Event description:
Co is investigating observations of intermittent erratic/distorted ECG data following the administration of a defibrillator shock or during external pacing. Distortion of the ECG data during external pacing could cause the pacemaker to deliver pacing therapy at a rate that is less than the rate set by the operator.